Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3 e1: patient city: (B)(6) patient country: canada

Event description:
Reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported by the patient that he was hospitalized due to hyperglycemia. High blood glucose level was 19 mmol/l and treated by insulin pump. No further information was available